Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: right thoracoscopy procedure. Event description: "ctf71 ¿ trocar completely cracked in half and fell into the patient during a right thoracoscopy procedure. Retrieved everything from the patient and the patient is fine. This was not put in the patient notes. The reason the port was used in that area was because the patient was heavy and the smaller ones were popping out." Additional information was received via telephone on 29aug2019 at 12:39pm from appl. Med. Acct. Mgr. The break was noticed after the surgeon worked in the patient. The break was clean and the pieces were retrieved from the patient and the closing proceeded as normal. The patient is fine. The device is available for return. The lot number is unknown. Intervention: "retrieved everything from the patient and the patient is fine." Patient status: "patient is fine."

Event description:
Procedure performed: right thoracoscopy procedure. Event description: "ctf71 trocar completely cracked in half and fell into the patient during a right thoracoscopy procedure. Retrieved everything from the patient and the patient is fine. This was not put in the patient notes. The reason the port was used in that area was because the patient was heavy and the smaller ones were popping out." Additional information was received via telephone on 29aug2019 at 12:39pm from appl. Med. Acct. Mgr. The break was noticed after the surgeon worked in the patient. The break was clean and the pieces were retrieved from the patient and the closing proceeded as normal. The patient is fine. The device is available for return. The lot number is unknown. Intervention: "retrieved everything from the patient and the patient is fine." Patient status: "patient is fine."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. However, based on the description of the event and similar events, it is likely the fractured cannula was caused by uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of its products. As part of this process, applied medical has implemented process enhancements intended to further minimize the potential for this type of incident to occur.